Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pocket site pain. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.